Manufacturer narrative:
Follow-up #1: date of submission 03/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/16/2017 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test/force test/fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 303 mg/dl and associated symptoms of dizziness, polyuria and moderate urinary ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged an issue with loss of prime involving the insulin cartridge. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy involving a loss of prime issue that may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.